Event description:
The reporter reported that on an unspecified date, the patient obtained a blood glucose reading of 33 mg/dl after physical exertion (gardening). The patient experienced the symptom of weakness for several hours. The patient administered self-treatment with food, juice and glucose gel and tablets; she did not seek any medical attention. The patient stated she performed the exercise without compensating for it as usual, and then suffered hypoglycemia. Troubleshooting could not be performed during the call, as the patient refused to review the pump. There was no evidence the pump was not delivering insulin accurately and correctly. The patient did not take precautions prior to performing exercise. The patient suffered symptoms suggesting severe hypoglycemia after exercising, and received treatment with food and glucose, while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.